Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6). It was reported that patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, an acetabular subchondral cyst was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report. Corrected data: added decreased range of motion, pain, tenderness at implant site, and heterotopic ossification. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, an acetabular subchondral cyst was noted. These findings were found due to follow up testing. Patient further reported loss of range of motion, pain, tenderness and heterotopic ossification. There has been no reported revision procedure.